Event description:
Implant loss due to extraction. Wrong titanium bases were used (alio loco): for bridge, those for single crowns were used. This led to screw fractures and eventually to fracture of the implant. The implant bridge could not be completely placed on the shoulder because of the wrong 2 parts (titanium bases for single crowns). A gap remained between the titanium base and the implant shoulder. (B)(6) are the same patient.